Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that "the patient had received no antitachycardia pacing (atp) therapies nor the programmed cardioversion therapy" during an at/af episode. It was also reported that there was "a misleading indication that a new episode was started when it was not". The episode will attempt to be terminated via programming. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: no anomalies were found. Tech service provided programming recommendations to address the concern.

Event description:
It was reported that "the patient had recieved no antitachycardia pacing (atp) therapies nor the programmed cardioversion therapy" during an at/af episode. It was also reported that there was "a misleading indication that a new episode was started when it was not". The episode will attempt to be terrminated via programming.the device remains in use. No patient complications have been reported as a result of this event.